Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported issues associated with hemodialysis (hd) treatments. The arterial and venous drip chambers go down due to the increased suction of air. In a follow up, the nurse clarified we have not experienced any loss of blood or patient harm and do not have a sample to send back. The staff here has just noticed that the new transducers suck in more air to the lines. The staff are having to raise blood level in the arterial and venous chambers more because of this. There are no samples to return.